Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images were not provided. Medical record was received and reviewed. The medical records allege that the bard g2 filter was implanted in the infrarenal position due to deep vein thrombosis. Post filter deployment, approximately a month later a chest CT showed some extensive bilateral pulmonary emboli, which were extending into the upper and middle lobe distributions. A CT of the abdomen showed that ivc filter in place with some of the legs extending outside of the lumen of ivc. Moderate thrombus was seen below the level of the ivc filter. Approximately six months later, the patient diagnosed with right convexity subdural hematoma and underwent craniotomy. Subsequently seven months later, patient experienced right flank pain. CT demonstrated hepatic renal cysts and ureteral stone. The legs of the ivc filter were noted to extending outside of the lumen of the ivc. Patient underwent cystoscopy for ureteral stent insertion. CT performed demonstrated patient had pe in the right lower lobe. Approximately three months later, patient had extensive dvt involving both femoral veins. Later us duplex performed revealed infrarenal ivc was smaller in caliber without significant detectable blood flow due to occlusion of thrombus in ivc filter. Further venacavogram performed showed thrombus extending slightly above the apex of the indwelling significantly tilted filer. 500 units of heparin was infused using and an option filter was implanted with its legs just above the apex of the tilted filter. Approximately six months later, CT showed recurring pulmonary emboli. Therefore, the investigation is confirmed for filter tilt, filter limb perforation and obstruction within the device. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and for colon resection due to rectal bleeding. At some time post filter deployment, it was alleged that the filter tilted and struts perforated. The patient reportedly experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.